Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the filter was damaged causing the set to leak.

Event description:
The initial reporter stated that the administration set had leaked from the filter. Mmd did follow up with the initial reporter, and they stated that there had been no adverse effects to the patient due to the complaint. No further information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set had leaked from the filter. Mmd did follow up with the initial reporter, and they stated that there had been no adverse effects to the patient due to the complaint. No further information was provided. (B)(4).